Event description:
It was reported that an unexpected reset occurred. The customer replaced the cartridge to address the issue. There was no adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
H6 remove 1383; remove 2885; add 2959.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. The customer replaced the cartridge to address the issue. There was no adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.